Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat esophageal varices performed on (B)(6)2024. During the procedure, the first bands was successfully deployed, and then it was noticed that the second band was moved within the ligator and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned with the ligator housing with six bands still attached to it with the suture broken. It was also noted that some bands were overlapped, and the ligator housing teeth were bent. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis of the returned device, some bands in the ligator housing were overlapped, and the ligator housing teeth were bent. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands from the handle and this made the bands to be deployed in an incorrect order and making them overlapped. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, also affecting the functionality of the handle when deploying the bands. The handle was not returned. Due to lack of evidence and without proper evaluation of the device, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the first bands was successfully deployed, and then it was noticed that the second band was moved within the ligator and could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.